Event description:
Hcp reported pt had "presented at the ER pale, weak, and clammy with o2 sat 89%-respiratory depression." Treatment consisted of administration of narcan and a new pump. The pt has returned to baseline. The explanted device has been returned to MFR for analysis. Hcp stated "battery depleted, but pt overmedicated due to pump malfunction."